Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) did not sense the purge disc. The event occurred during set-up and there was no patient involvement. The aic was swapped out with a backup aic.

Manufacturer narrative:
The investigation into the automated impella controller (aic) purge disc/flag issue has been completed. Logs revealed that there were issues priming the impella during the case start. Logs showed pressure remained high after forward stroke of the piston, which was likely due to a kinked line or momentary blockage. Eventually, there was abnormal fluctuations in the pressure (from 0 to 2000 mm hg) which was likely due to the clinical team troubleshooting the broken purge disc retainer. The console was inspected after arriving in field service the purge disc retainer was confirmed to be broken (broken blue disc retainer) the root cause of the purge issues was due to a broken retainer.